Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his back under the therapy electrodes. The rash was reportedly weeping. The patient reported previously having an open sore in the area prior to wearing the lifevest. The patient's physician advised the patient to remove the lifevest to allow the rash to heal. The medical outcome of the rash is unknown.